Event description:
It was reported that the patient underwent an l4-l5 fusion using rhbmp-2/acs. The patient had to undergo additional surgeries on (B)(6) 2010; (B)(6) 2011; (B)(6) 2013. The patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Additional information: pt identifier, age/date of birth, describe event or problem, model #/lot #, device manufacture date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, per implant log, patient underwent lumbar fusion surgery using rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.